Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficulties removing the device from the vessel and guiding catheter could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulties removing the device from the vessel and guiding catheter appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report filed, information received states after device preparation outside the anatomy, post-dilatation was attempted in a left main stent. After the first balloon inflation to 14 atmosphere (atm) the balloon failed to deflate. During attempts to deflate/remove the balloon the guide wire may have punctured the device. Partial deflation was achieved; resistance was met with the anatomy and with the guide catheter during removal from the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the unspecified vessel, the nc trek balloon was used for post-dilatation, but the balloon failed to deflate. The balloon and guide catheter were removed together as a system. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.